Event description:
The event is reported as: the alleged malfunction occurred during a surgical procedure. It is reported that the applier would not close the clip completely. No patient injury reported.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report.